Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Phone: (B)(6). The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zct150 intraocular lens(iol) was found to have a large chip immediately after implantation. The lens was fully inserted into the patient's right eye. The surgeon then proceeded to explant the iol and replace it with equivalent product, successfully completing the surgery during the same procedure. Additional details received states that there were no sutures and no vitrectomy required, however it is unknown if the incision was enlarged. Also, no medication was prescribed to the patient. The removed lens was discarded. No further information available.